Event description:
Reportedly during delivery of the device the leading haptic came out straight. The surgeon removed the lens and used a backup lens which had the trailing haptic snap at the optic/haptic junction. The second lens was cut and removed from the patient¿s eye. Patient left the facility aphakic and returned the next week. A new lens of unknown model and diopter was implanted with no issues. Additional information was requested but not received. This report correlates to injector 1 of 2.

Manufacturer narrative:
The device has been discarded and is not available for evaluation. A review of the device history record (DHR) did not find any non-conformities or anomalies related to the reported event. Investigation of this event is in progress and a follow-up will be submitted upon completion of investigation.

Manufacturer narrative:
The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Corrective measures have been identified to mitigate future similar occurrences. Bausch & lomb will continue to monitor similar events to determine if additional actions are required.